Manufacturer narrative:
Date of event: 2010 additional suspect medical device components involved in the event: model#: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No further information could be obtained.